Event description:
It was reported that the tissue actuator didn't deploy during use and that a smith & nephew back-up device was not available. It is unknown what was used to complete the procedure, however, no surgical delay or patient complications were reported.

Manufacturer narrative:
The reported speedstitch device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was not established based on our visual and functional observations. From the information provided, the tissue actuator did not deploy. Visual evaluation shows damage to the barrel windows; however, based on functional test, it does not interfere with suture cartridge attachment. No other visual discrepancies observed with the device. Functional test was performed on the returned device using mating clinical suture and needle. A demo needle known to be in acceptable working condition was loaded on the device. A new suture cartridge was attached and the needle was able to capture the suture and pass a stitch thru foam. Foam was used to replicate tissue. Device levers actuated as intended and no issues were observed during the functional evaluation. An exact root cause for tissue actuator not deploying cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) tissue condition. Customers complaint was not confirmed with the returned device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.